Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, immediately after the setup was completed and the cartridge was connected, the display on the handle blacked out and stopped working. The adapter was unstable, so it was pulled out and removed. The cartridge was removed and the adapter was reconnected to the handle, but it still did not work. The handle was hot and was hot even when it was touched over the shell. The procedure was performed using another manual handle. There was no patient involvement.